Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach was further described as patient and caregiver did not wear a mask. Peritonitis was manifested by cloudy effluent and the presence of fibrin. The patient was not hospitalized for this event. The patient was treated with vancomycin (intraperitoneally, dose, frequency, and duration not reported), gentamicin (intraperitoneally, dose, frequency, and duration not reported), and heparin (intraperitoneally, dose, frequency, and duration not reported). The outcome of the event was not reported. The patient was retrained on proper aseptic technique. Action taken with peritoneal dialysis therapy was not reported. Additional information is not available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.